Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a proglide with a 6fr sheath, after an interventional procedure. Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. A fourth proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other two perclose proglide devices referenced are being filed under separate medwatch MFR numbers.